Event description:
In 2006, the reporter had the lap-band implanted to lose weight. Three years ago, she felt sick and threw up. She went to see the doctor and had to make office visits every month for "de-sliding." On (B)(6), 2015, lap-band was removed because she had stomach erosion. The esophagus also dilated from scarring. The patient is feeling fine after the surgery. She thinks the lap-band should not be on the market.